Event description:
The patient reported she developed a small ulcer under the device mass. The ulcer is approx 10mm x 10mm in size with a red moist wound bed. The patient denies any pain and reportedly did not inadvertently strip her skin during device removal. The patient scheduled an appointment with her wound-ostomy care nurse; however, details regarding the outcome of that appointment were not provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura durahesive moldable convex skin barrier w/ flange w/ white tape collar & mold-to-fit opening.